Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however customer unable to provide patient information as per hospital policy. Primary set model or lot not provided.

Event description:
It was reported that the secondary tubing detached from the drip chamber and leaked an anti-fungal medication. Resulting in a spill. The user stated that medication had to be remixed by pharmacy and administered to the patient at a later time. There was no adverse effects to patient or staff due to delay in treatment. The event occurred in oncology day services. There was no further information provided by the customer.